Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) of vascular procedure which was completed as planned by restarting the system. A philips field service engineer (fse) went onsite and confirmed that geometry movements were unavailable, and the geo ipc did not turn on intermittently. The analysis of the system log file confirmed the malfunctioning of the geo pc. The defective geo ipc was returned to philips for further analysis. The analysis confirmed the failure of the pci can card, and found there was no communication with can. The pci-can (controller area network) card enables the connection of a pc with pci slots to can networks. Therefore, to resolve the reported issue, the fse replaced geo ipc, installed geo ipc software and performed download board software. After functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.